Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission, 08/12/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/23/2015 with the following findings: there were multiple pump reboots observed in the black box data followed by a replace cartridge alarm. The battery compartment was cracked. Unrelated to the original complaint, the returned battery cap had damaged threads and was unable to tighten to the pump or maintain power. A power issue was duplicated at power up; therefore, the 24 hour testing was unable to be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.